Event description:
It was reported that 3 of the clippers from same batch. Clips won't load to tips. When clipper is closed it cuts the vessel. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2022. Additional was requested and the following was obtained: please provide more details, was there any bleeding? Yes. If yes, how was the bleeding controlled? Hemostat. What amount of blood loss (mls) occurred? N/a. Was a transfusion required? No. Was there any change to the procedure as a result of the event? N/a. What is the current patient status? Recovered. How long was the surgical delay? 5-7 minutes. How was the procedure completed? N/a.